Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer (fae), as of (B)(6) 2022, a system log review was conducted and an investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The patient was hospitalized and a chest tube was placed to resolve the pneumothorax. Although the physician indicated that the pneumothorax would have likely occurred if another modality, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. PMA/510(k) number and adverse event are not applicable. Device manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure with the use of a 21g flexision needle, the patient developed a pneumothorax requiring a chest tube and hospitalization. The lesion biopsied was located in the right middle lobe, medial segment. The physician did not believe an ion product caused or contributed to the pneumothorax. The physician explained that it is a known complication of the procedure. The pneumothorax was identified post-procedurally via chest x-ray. Per the physician, the pneumothorax would have likely occurred via another modality. The physician indicated that no malfunction of an ion system, instrument, or accessory occurred. The initial size and potential increase of the pneumothorax was unknown. The patient did not experience any symptoms. No additional medical interventions were provided to treat the pneumothorax other than placement of the chest tube. The patient was diagnosed with squamous cell carcinoma.